Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The introducer sheath was ovalized approximately 7.0 cm from the distal tip. Conclusions: evaluation of the returned pc400 revealed an ovalized introducer sheath. If the rotating hemostasis valve (rhv) is overtightened on the introducer sheath, damage such as an ovalization may occur. Resistance was encountered while advancing the pc400 through its ovalized sheath and the pc400 could not be advanced any further. The ovalization in the introducer sheath likely prevented the pc400 from being advanced within its sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using penumbra coil 400s (pc400s). During the procedure, the physician successfully advanced five pc400s into the target vessel. While attempting to advance the sixth pc400, it was reported that it would not advance at all within its introducer sheath. The pc400 was then removed and was not used in the procedure. The procedure was completed using three additional pc400s. There was no report of an adverse effect to the patient.